Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2016. It was reported the patient was hospitalized (B)(6) 2016 for altered mental status. It was unknown if the symptoms were related to the device or therapy. The patient was scheduled to have magnetic resonance imaging (MRI) of the brain. The MRI was not due to a problem with the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.